Event description:
It was reported that a female luer lock adapter with control-a-flo leaked due to a cracked connector. This was identified during a mabthera infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured august 2021. H10: the device was received for evaluation. A visual inspection was performed which revealed a crack at the level of the female connector. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.